Manufacturer narrative:
The pump was received with the fault led constantly turned on, fault isolated to pcb 1. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Adjusted the backlight setting from 1 to 5, each setting worked properly. No backlight anomaly noted during testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump passed self test. Insulin pump had red light in front. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.